Event description:
Complaint rec'd from siemens. Initial settings for rf were 60watts and 55 c for 30 seconds. The md applied 10 plus add'l lesions around the first burn and against our recommendations for max temperature, increased to 70 watts and 60-65 c on the final 5-6 burns. During the post test phase, the pt had a fairly rapid decrease in blood pressure and evidence of pericardial effusion. A small hole was found on the roof of the la was discovered the next day and the physician believes that he "burned right through". The physician stated that he was concerned he may have overlapped his lesion and/or burned on the same spot too often. The pt responded well to the procedure for chronic tachycardia and was discharged.

Manufacturer narrative:
.